Event description:
It was reported that this right atrial (ra) lead exhibited pacing lead impedance measurements that were greater than 3000 ohms, which was out-of-range. This resulted in noise on the ra channel as well as stored signal artifact monitoring (sam) episodes where the respiratory rate trend (rrt) feature of the implanted implantable cardioverter defibrillator (ICD) was disabled. There was oversensing of the noise and pacing inhibition, but no asystole was experienced by patient. An x-ray was performed which confirmed a fracture in this lead. Subsequently, this lead was surgically abandoned and replaced with a new ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: added code for imaging required as an x-ray was performed.

Event description:
It was reported that this right atrial (ra) lead exhibited pacing lead impedance measurements that were greater than 3000 ohms, which was out-of-range. This resulted in noise on the ra channel as well as stored signal artifact monitoring (sam) episodes where the respiratory rate trend (rrt) feature of the implanted implantable cardioverter defibrillator (ICD) was disabled. There was oversensing of the noise and pacing inhibition, but no asystole was experienced by patient. An x-ray was performed which confirmed a fracture in this lead. Subsequently, this lead was surgically abandoned and replaced with a new ra lead. No additional adverse patient effects were reported.